Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance adjusting their cgm volume higher. Customer stated they are unable to hear the low blood glucose (bg) alerts at the setting it was set to in the middle of the night. Customer had low bg levels in the 60 mg/dl. Customer brought bg levels back to with glucose tablets. Tandem technical support guided the customer through adjusting their cgm volume.